Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced kinked tubing. The following information was provided by the initial reporter: after route establishment, blood could not be drawn due to a dent on the tubing, which caused blockage. Immediately after venipuncture, the tubing was found to be dented, causing blockage. Re-venipuncture was required.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced kinked tubing. The following information was provided by the initial reporter: after route establishment, blood could not be drawn due to a dent on the tubing, which caused blockage. Immediately after venipuncture, the tubing was found to be dented, causing blockage. Re-venipuncture was required.

Manufacturer narrative:
Our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used 22g x 1.00in. Nexiva unit from lot number 2032039. Additionally, four photos were provided for investigation. A gross visual inspection of the returned unit found that the extension tubing was kinked near the luer adapter. The tubing appeared compressed similar to how it appears when the clamp is engaged. The unit was then attempted to be flushed to check for occlusions. Resistance was encountered; however, it was noted that the liquid flowed past the kinked area and stopped at the catheter tubing. As dried blood was present inside the catheter tubing it was likely that this was causing the obstruction. Therefore, the dried blood was removed, and the unit attempted to be flushed again. The unit successfully flushed without resistance this time. As the occlusion was being caused by dried blood, a process unrelated to manufacturing or use, the occlusion was not confirmed. The reported issue of tubing defective was confirmed as the tubing was found kinked. Kinked tubing may occur in the manufacturing or user environment. During manufacturing, the extension tubing may become kinked when being inserted into the luer adapter port or catheter adapter port if the there is a misalignment of the parts while on the pallet. There is a 100% inspection system that checks for occlusions and rejects parts that fail. However, as the unit was able to be flushed past the kink it is unlikely that the inspection system would have detected an occlusion. Operators perform visual inspections of the full assembly per the sampling plan to mitigate the occurrence of this defect. Additionally, during use, the tubing may become kinked through repeated flexion of the extension tubing or from applying too much force using the pinch clamp. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.